Event description:
Pt reports she wore the device home from training and had a strong urge to void. She did not have enough time to remove the device. The pt did not see the device come out or see it in the toilet.